Manufacturer narrative:
Insulin pump was received with drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewinding due to moisture damaged electronic assembly on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind anomaly and not able to rewind insulin pump . Customer's blood glucose value was 142 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.